Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colectomy procedure, the device would not staple. During the procedure, the stapler cut but didn't staple with the initial white reload. The surgeon changed the cartridge and the same incident occurred. No unexpected noise heard. No unexpected resistance felt. No difficulty removing the device from the tissue. No important bleeding. The surgeon used a second stapler to perform the procedure without further issue. There were no adverse consequences for the patient.